Event description:
According to the available information the catheter tore and the balloon burst. The patient experienced significant bleeding and required intervention. A new catheter was placed.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints, and we didn't find any other complaint regarding the lot number 9213522. Checking the quality databases revealed this type of defect is known and closely monitored. A similar case study based on item number ab60xx and defect "balloon burst", over the last four years: 3 similar cases were found. A risk management file evaluation was done and concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.